Manufacturer narrative:
Corrected data: PMA/510k. Investigation - evaluation: a review of device history record, quality control, specifications, instructions for use (IFU), complaint history, drawings, documentation, and visual inspections was conducted during on the returned product during the investigation. One device was returned for investigation. A visual examination of the returned device noted the tubing burst and split at 29cm from the distal tip. The split length measures 1.8cm. The tubing was found to be stretched at the 32cm mark for a length of approximately 2cm. Dried blood was found packed inside the tubing at the location of the split. The turbo-ject® single lumen power-injectable PICC is shipped with instructions for use: (IFU), which clearly states the proper warnings, precautions, and instructions for use. Specifically; ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow¿. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A thorough review of the device history record did not observe any non-conformances that may have contributed to this incident associated with the complaint lot number. A complaint history search revealed this complaint to be the only record associated with the complaint lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing placement of a turbo-ject® single lumen power-injectable PICC for an unspecified indication. The customer states that the "catheter dissected between 13 and 15 cm and cut to the 17 cm. Problem seen with the removal of the catheter." There are no reported averse patient consequences. The customer advised that no section of the device did not remain inside the patient¿s body and the patient did not require any additional procedures due to this occurrence. The device is reportedly available for evaluation.